Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was cracked. Customer's blood glucose was approximately 260 mg/dl. Reportedly, customer changed the cartridge to resolve the issue.